Manufacturer narrative:
Sample information was not supplied by the customer. Per customer complaint record, qc data has sporadically yielded in high results prior to and after the event. A field service engineer (fse) was dispatched for this event. The fse made several repairs and replaced multiple hardware parts while troubleshooting the problem of high tg results. A clear root cause has not been identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high triglyceride (tg) results generated by the unicel dxc 600i synchron access clinical system and were reported out of the laboratory. The samples were rerun yielding lower results, which were considered correct and amended reports were issued. The results provided by the customer are shown. There was no change to patient treatment attributed or connected to this event.